Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding high blood glucose from the attorney of the family. The information received on november 16, 2020. The insulin pump will be returned for analysis.